Manufacturer narrative:
(B)(4). There was no additional information provided on the patient infection or patient symptom. The alarm that was reported was confirmed, but the cause was undetermined. Review of the service dates and activities revealed the previous return of the device was not for the reported problem. This issue is being investigated through CAPA.

Event description:
This is a report from baxter (B)(4) who received a call from the patient's caregiver regarding a low drain volume alarm which occurred during therapy on the homechoice device. Reportedly, the patient was experiencing abdominal swelling. The patient indicated she felt as though the dialysis solution was returning into the abdomen. During a follow up call by baxter (B)(4) to the facility nurse, the following information was provided: the homechoice device was reportedly evaluated and no failures were noted. There was a use error which occurred as the patient did not follow procedures. The nurse confirmed that the patient has an unknown infection. It is unknown if labs or cultures were performed. Initially, the patient was treated with kesazol, amikacin and vancomycin (dose, route, and length of therapy unknown). Reportedly, the patient did not improve and was hospitalized (date unknown) for catheter removal. The patient is no longer receiving peritoneal dialysis. The patient outcome is unknown. It is unknown if the patient and caregiver were retrained on aseptic technique.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.